Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in her line. Customer's blood glucose level was 291 mg/dl. Customer stated that the bubbles are1/4" and there is a bubble at the p-cap. Customer stated that the pump was not rewound with a reservoir in place. Troubleshooting was performed and it was found that the customer removed the insulin from the fridge and lets it sit overnight until he uses it in the pump. Customer reported that the insulin is at room temperature. Customer was advised to change the infusion set and to monitor the issue. Customer declined further troubleshooting for air bubbles. No further assistance needed.